Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.6, 2.7, 3.3. Testing was performed within 10 minutes; pt range is 3.0-3.5. Pt is taking antibiotics. (B) (4) (distributor) nurse is performing testing with pst. The first fingerstick (fs) result was obtained on strip lot 225323 with result of 3.6. Tapestry policy is to always verify with a repeat test. The second test was done on strip lot 225324 with a fingerstick from a different finger and a result of 2.7. A third test was done on the lot 225324 with a result of 3.3. No problems with finger stick - no milking. Tapestry nurse is a trainer and is aware of the importance of not adding the sample too soon. Pt has not been on heparin recently. No other dietary or clinical information provided.

Manufacturer narrative:
Investigation pending.